Event description:
A patient contact reported to fresenius this (B)(6) old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection that was clogging their catheter. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of 5150/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1700 mg every 5 days for two weeks, ip ceftazidime at 1000 mg every day for two weeks and oral ciprofloxacin at 250 mg twice a day for two weeks. The patient was recovering from this event and continued ccpd therapy on the same liberty select cycler at home. The patient was hospitalized on (B)(6) 2021 for confusion and altered mental status that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this hospitalization, the patient¿s pd catheter (not a fresenius product) was almost completely occluded as a result of their persisting peritonitis infection from (B)(6) 2021. Laboratory testing conducted in the hospital was not provided to the outpatient clinic as the patient was awaiting discharge. The patient¿s pd catheter was removed on (B)(6) 2021 during this admission, and the patient was transitioned to hemodialysis (hd) through an existing fistula on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient is recovering from this event while awaiting discharge to home. It was affirmed the patient¿s altered mental status with confusion and the associated hospitalization were unrelated to pd therapy. Additionally, it was confirmed the patient¿s persisting peritonitis infection, and the associated pd catheter removal procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd on an in-center basis upon discharge with no plans to return to pd therapy yet.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Non-compliance to aseptic technique or touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is a common nosocomial infection with high rates of multi-drug resistance and pd catheter removal. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A patient contact reported to fresenius this 76-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection that was clogging their catheter. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of 5150/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1700 mg every 5 days for two weeks, ip ceftazidime at 1000 mg every day for two weeks and oral ciprofloxacin at 250 mg twice a day for two weeks. The patient was recovering from this event and continued ccpd therapy on the same liberty select cycler at home. The patient was hospitalized on 23/oct/2021 for confusion and altered mental status that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this hospitalization, the patient¿s pd catheter (not a fresenius product) was almost completely occluded as a result of their persisting peritonitis infection from (B)(6) 2021. Laboratory testing conducted in the hospital was not provided to the outpatient clinic as the patient was awaiting discharge. The patient¿s pd catheter was removed on (B)(6) 2021 during this admission, and the patient was transitioned to hemodialysis (hd) through an existing fistula on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient is recovering from this event while awaiting discharge to home. It was affirmed the patient¿s altered mental status with confusion and the associated hospitalization were unrelated to pd therapy. Additionally, it was confirmed the patient¿s persisting peritonitis infection, and the associated pd catheter removal procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd on an in-center basis upon discharge with no plans to return to pd therapy yet.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.